Event description:
It was reported that the health care professional (hcp) accessed the pump reservoir without any difficulties during the refill. The expected residual volume was 3.3 ml. After pulling about 3 ml of drug from the pump reservoir, the hcp started getting slightly discolored fluid. It looked like there was a little residence of blood at first, and then all of a sudden, the next 2 ml of fluid aspirated was very bloody. It was noted that the needle never moved during aspiration. When the hcp was filling the pump, she changed the syringe. She injected 5 ml of drug into the pump reservoir, and then she aspirated them back. The drug was not discolored. The patient had been on coumadin and was very "ecchymotic like he had fell." The hcp planned to follow up with the patient to see if the patient was having any symptoms. The pump was being used to deliver baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).